Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. Visual inspection noted the reload was fully fired and the I-beam was retracted from the 0cm cut line. The jaws were clamped and locked on tissue. One of the blowout plates was found to be deformed and corresponding deformation to the reload laminates was noted. Functional testing was precluded due to the state of the reload. It was reported that the powered stapler fully fired, but it would not retract and could not be opened. The reported issues were confirmed. The most likely cause could not be established from the information available. Internal process improvements have been initiated to mitigate this issue. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10 concomitant products: sigphandle, sig power sigphandle handle (serial#: (B)(6), sigadaptxl, sig power sigadaptxl linear xl adapter (serial#: (B)(6), sigmret, sig power sigmret manual retract tool (lot#: unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter during a laparoscopic radical nephrectomy, the reload was fired across the hilum of the kidney. The powered stapler fully fired, but it would not retract and could not be opened. The handle was removed and reinstalled into the adapter, as well as fully rebooted while on the adapter, but the knife would still not retract. The manual retraction tool was used on the adapter by inserting it into the middle hole and turning it clockwise. The tool only turned a short way until it stopped. It could turn counterclockwise but would come to a stop when turning clockwise. The knife blade did not appear to retract at all. The manual retraction tool broke when trying to apply additional force to the middle hole. There was no room to insert another stapler and staple around the stuck reload to remove it. With no other options, the surgeon decided to convert to open. Additional dissection was done t o gain space around the hilum near the vena cava. Eventually enough room was obtained to allow for suture ligation, and the stapler could be cut free from the tissue. Surgical time was extended.

Manufacturer narrative:
Additional information: b5, g3, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic hand-assisted radical nephrectomy, the reload was fired across the hilum of the kidney. The powered stapler fully fired, but it would not retract and could not be opened. The handle was removed and reinstalled into the adapter, as well as fully rebooted while on the adapter, but the knife would still not retract. The manual retraction tool was used on the adapter by inserting it into the middle hole and turning it clockwise. The tool only turned a short way until it stopped. It could turn counterclockwise but would come to a stop when turning clockwise. The knife blade did not appear to retract at all. The manual retraction tool broke when trying to apply additional force to the middle hole. There was no room to insert another stapler and staple around the stuck reload to remove it. With no other options, the surgeon decided to convert to open. Additional dissection was done to gain space around the hilum near the vena cava. Eventually enough room was obtained to allow for suture ligation, and the stapler could be cut free from the tissue. Surgical time was extended by two hours.